Event description:
It was reported that the implantable cardiac monitor (icm) noted the patient's rhythm as noise. The icm remains in use with continued observation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.